Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the user was able to fire the device but the stapled line was opened with only a few staples visible. The surgeon needed to make purse string suture to finish the procedure. Surgical time was extended by more than 30 minutes. The last know status of the patient is reported as stable.